Manufacturer narrative:
H6: codes no longer applicable: a1409, c21 and d16. Codes added: e0519. A0106, b15, c0106, d1002. Investigation: a review of the manufacturing records indicated the device met pre-release specifications. Submitted images could not enable direct assessment of product performance and the product itself, which remains implanted, was not returned for evaluation. As per the report the physician reported that the possible cause of the re-occlusion was due to the implants not being implanted proximally enough above the bifurcation in the y-prosthesis. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemia, vessel damage/rupture, and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention. Additionally per the IFU it is recommended to use appropriate imaging modalities to accurately identify healthy proximal and distal landing zones.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On, (B)(6) 2025, gore received a report concerning an incident involving 3 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and 1 gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). On an unspecified date in 2022, a 57-year-old male patient with multiple comorbidities necessitated an orto¿bi-iliac y-prosthesis (dacron device). It has been reported that three years post implant the patient manifested with right leg symptoms (rest pain, claudication). On (B)(6) 2025, the patient reportedly, underwent a CT scan which revealed an occluded right limb of the y-prosthesis, a diseased superficial femoral artery (sfa) and a presence of collaterals from the profunda to the popliteal artery. Reportedly, the patient underwent an unspecified endovascular procedure intended to restore blood flow and aspirate any present thrombus. It was reported that an aspiration was done for a chronic thrombus and a vsx device was implanted distally from the external iliac artery with a vbx device inside (2 cm telescope) using an 8 fr sheath (unspecified type) and stiff wire. Allegedly, a second vbx device was implanted at the bifurcation using an 8 fr sheath (unspecified type) and stiff wire. Reportedly, an angio taken intraoperatively during the index procedure, revealed that a thrombus burst out which had slowed the flow to right side. In order to correct and restore flow it was reported that an icover 10x37 and a third vbx device was placed proximally and percutaneous transluminal angioplasty was performed which successfully restored flow. On (B)(6) 2025, reportedly the patient, presented with rest pain and it was observed that the patient's y-prosthesis had occluded again, possibly in the vbx device implanted proximally or the icover (based on the information it is unknown which of device between the vbx and the icover, became obstructed). This was reportedly, corrected by implanting a bare-metal stent (bms) (unknown brand) proximally on the side of the icover, above the bifurcation in the y-prosthesis, to restore flow. The physician reported that they think that the cause of the re-occlusion was possibly due to the implants not being implanted proximally enough above the bifurcation in the y-prosthesis. All devices have been reported to have had no signs of damage prior to use. The patient had reportedly recovered from the reintervention.